Event description:
It was reported that the patient received an inappropriate shock for dual tachycardia in the fast ventricular tachycardia detection zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65, lead, implanted: (B)(6) 2001. (B)(4).